Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 1 and 4 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.20 inches from the nail head, causing corrosion, insufficient batteries and data loss. The internally torn soft cannula is confirmed as the cause of the reported event. The top and bottom housing were observed to be cracked. The timing and cause of these damages could not determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.